Manufacturer narrative:
If additional information is received, it will be provided in a supplemental report upon completion of the investigation. Not returned.

Event description:
Patient had a pelvic tumor causing osteolysis and loosening of the implant. Therefore plan was to remove cup and liner and change head.

Manufacturer narrative:
An event regarding loosening involving an unknown shell was reported. The event was not confirmed, however review of the x ray by a clinician confirms vertical acetabulum and osteolysis. Method & results: product evaluation and results: not performed as no product was returned for evaluation. A review of the provided x-ray by a clinical consultant indicated: x-ray shows vertical acetabulum and osteolysis. No confirmation of tumor, need operative reports and additional serial x-rays. Product history review: not performed as no lot information was provided. Complaint history review: not performed as no lot information was provided. A review of the provided x-ray by a clinical consultant indicated: x-ray shows vertical acetabulum and osteolysis. The event itself could not be confirmed nor could the exact cause of the event be determined because insufficient information was provided. Further information such as product return and identification, serial x-rays, operative reports as well as patient history and follow up notes are required to complete the investigation for determining a root cause. No further investigation is required at this time. If additional information becomes available to indicate further evaluation is warranted, this record will be reopened.

Event description:
Patient had a pelvic tumor causing osteolysis and loosening of the implant. Therefore plan was to remove cup and liner and change head.